Event description:
It was reported when using the pyxis medstation es system, the device not detected on bus. The customer stated that there was a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was confirmed that drawer 4.1 was not recoverable due to lose cable. The customer, reseated the cable and device functioned properly. The system functioned as intended after the field service engineer troubleshooted the device.